Event description:
It was reported that post-op a gastric band procedure, the patient was vomiting. No information on patient's initial complications. They found that the band had eroded into the patient's stomach and had to be removed. Presently, there are no plans to replace the band. No information on the patient's current condition.

Manufacturer narrative:
Info anticipated, but unavailable at this time.